Event description:
It was reported that the patient complained of "unspecific" chest pain during moderate exercise, in the area of the pacemaker pocket. The physician decided to reposition the entire system. All three components remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.